Event description:
I had silicone breast implants put in (B)(6) 2001 in (B)(6) by dr. (B)(6), lot 547863 mcghan 664 hm right breast implant and left lot 550975 mcghan 650 cc weighing 668 g. Both capsulized within a two year period but due to life and finances left them in. This had been the 10th surgery I had with breast implants. Finally started noticing symptoms around 2003 when I started gaining weight inexplicably. Turns out I had a thyroid condition that was diagnosed in 2006. Many other health symptoms such as swollen saliva glands, swollen joints, hair loss, always thirsty and very dry skin. In 2012 I was diagnosed with sjögren syndrome. I had surgery on (B)(6) 2016 in (B)(6) at (B)(6) hospital center by dr. (B)(6) and dr. (B)(6) where my doctors discovered black mold. Inside very hard leather like brown capsule over my breast implants that were black. Surgery took more than double the time and I had to be admitted over night and watched every hour on the hour. They had to remove fat from my legs to try to build my breast tissue. Now I have been left deformed, my breast are almost completely gone and the shape is horrible. Further surgery will be needed, finances are tight so I am now in limbo. No where in any of the pre-surgery papers that I ever signed before having breast implants put in, did it state that black mold aka fungus was a possibility. I have been trying to get assistance from a lawyer because this is unfathomable.